Event description:
During a shoulder revision (reported under 9613369-2015-00048), the surgeon attempted to disengage the body/stem junction. The instrument broke. The implant was left, inclination set was swapped out. Patient was closed. The surgery time was extended for more than 30 minutes.